Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2012, the patient was pre-operatively diagnosed with: status post l5-s1 left hemilaminotomy and partial discectomy. L5-s1 recurrent disk herniation and advanced degenerative changes. And underwent the following procedures: l5-s1 revision laminectomy and foraminotomy as well as complete facetectomy. Posterior lumbar interbody fusion, l5-s1 after complete discectomy. Use of cage in interbody spaces at l5-s1. Use of local bone autograft as well as bone morphogenic protein product and compression resistant matrix at interbody space at l5-s1. Posterior spinal arthrodesis at l5-s1. Use of spinal instrumentation system, posterolaterally at l5-s1. Use of local bone autograft as well as bone morphogenic protien posterolaterally at l5-s1. As per op-notes, ¿a cube of compression resistant matrix with bone morphogenic protien wrapped around it was placed into the disc space. This was followed by a significant amount of local bone autograft and then finally the appropriately sized cage with bone morphogenic protein at its center. We were able to pack a significant amount of local bone autograft as well as bone morphogenic protien over the decorticated bony element in the lateral gutters.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.